Manufacturer narrative:
Additional information: section h imdrf annex c grid & imdrf annex d grid.

Event description:
It was reported that when using the bd pyxis¿ es server user informed pyxis report was not updating on server level. The customer believed the updates have stopped since this morning (local time). The pick or delivery inventory report was specifically mentioned. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server user informed pyxis report was not updating on server level. The customer believed the updates have stopped since this morning (local time). The pick or delivery inventory report was specifically mentioned. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) logged into the server remotely via remote smart service (rss) and confirmed that the extract transform load (etl) process was running without any errors. Tss also logged into the report server remotely via rss and verified that the etl process continued to run without issues. Tss executed the pick and delivery report on the server to compare the results with the device inventories, and the report data matched the inventories displayed on the server. Ts then logged into device 1a 1 remotely via rss to verify the inventory, and it matched the system records. Tss contacted the customer, and they confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.